Event description:
This is a complaint (2/2) received from the facility on 14th april, 2009 and refers to a pt, whose mini cap unexpectedly came off the pt transfer set, leaving the catheter exposed. The pt followed the correct training protocols and presented to the unit. This was a new pt and this was their first delivery. Product code and batch number of the set or fluid is unk. Pt outcome is unk. There is no sample available.

Manufacturer narrative:
No sample is available for evaluation.